Event description:
The customer reported that the pump is displaying a watchdog error. There were no adverse reactions reported during the use of the device by the customer. The device was not returned for further evaluation. Technical error 99 (watchdog error) triggers an alarm and stops the pump. Due to the unavailability of the device for evaluation, the reason for the reported issue is unknown.